Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9141618. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It has been reported that one pegasus yel 24ga x 0.75in prn-cap y has been found broken during use. The following has been provided by the initial reporter: the patient was admitted to hospital due to pneumonia. The puncture site was the left ankle vein. During the hospitalization, one 24ga*0.75 in pegasus combined with ambroxol was used for infusion treatment. On (B)(6) 2019, the patient planned to be discharged. After the product was retracted , the catheter was found to be broken. After x-ray and angiography examination, it was found that the residual catheter was located in the pulmonary artery, which currently needs to be removed by surgery.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pegasus yel 24ga x 0.75in prn-cap y has been found broken during use. The following has been provided by the initial reporter: the patient was admitted to hospital due to pneumonia. The puncture site was the left ankle vein. During the hospitalization, one 24ga*0.75 in pegasus combined with ambroxol was used for infusion treatment. On (B)(6) 2019, the patient planned to be discharged. After the product was retracted , the catheter was found to be broken. After x-ray and angiography examination, it was found that the residual catheter was located in the pulmonary artery, which currently needs to be removed by surgery.